Manufacturer narrative:
The ge rep evaluated the system and replaced the central image recording and processing unit. The system operates as intended.

Event description:
The customer reported the system had memory problems. No pt injury was reported.